Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on (B)(6) 2010 and suture was used. While doing a subcuticular closure of the wound and the surgeon made the first pass through the tissue the tip of the needle snapped off. The needle tip was immediately located on the skin of the patient and the needle was discarded. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.